Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s therapy was not working. The controller was showing settings not available (screen 59). The caller tried all available groups (a, b, and c) and screen 59 when attempting to increase stim. The patient was redirected to follow up with their healthcare provider (hcp) to have their ins checked. No symptoms were reported. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the event that led up to their situation is that the patient had charged his controller and unplugged the controller from the ac power supply and then he had issues after that. The issue is not resolved yet, but the patient has a meeting with a manufacturer representative (rep) tomorrow ((B)(6) 2020). The patient also noted that he can feel the ins move in his body and it sometimes really hurts at the spot where his ins is. The patient is wondering if something pulled loose and is causing this issue. No further information was reported.